Manufacturer narrative:
Complete entry = (B)(6). No further information was provided. The field service representative (fsr) inspected the instrument and cleaned the cuvette segment to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. The cuvette segment, no cuvettes, part number 7-207043-01, was determined to be the likely cause for the issue. A review of the service history for the analyzer identified one other complaint regarding falsely elevated magnesium results. A review of complaint, trending data and manufacturing documentation for the cuvette segment, no cuvettes identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Event description:
The customer obtained a falsely elevated architect magnesium result while using the architect c4000. Sample ID (B)(6) generated an initial result of 1.0 mg/dl and retest on the same analyzer generated 2.3 mg/dl. The sample was retested 3 times on an alternate analyzer generating 1.0 mg/dl. No impact to patient management was reported.